Manufacturer narrative:
A siemens customer service engineer (cse) specialist was dispatched to the customer site. The cse inspected the integrated multi-sensor technology (imt) module, replaced the pump tubing and verified the correct pump rate. The cse calibrated the imt and ran dilution check and replaced the diluent. The cse ran a dilution check and quality controls, which were acceptable. The cause of the discordant, falsely elevated potassium results on four patient samples is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated potassium (k) results were obtained on four patient samples on a dimension exl 200 instrument. The discordant results were reported to the physician(s). After troubleshooting, the samples were repeated on the same instrument, resulting lower. Only a corrected result for patient 2 was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated potassium results.